Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient had an overstimulation sensation. It was reported that the patient drove from (B)(6) on tuesday with stimulation turned off, on group b. It was reported that the patient noticed that evening that when he lay down to sleep, there was ¿too much juice¿. It was stated that the patient wanted to switch back to group a but needed instructions. It was reported that after the drive, the patient noticed that stimulation was now in both legs whereas it was initially programmed just for the right leg. It was stated that the patient was aware of how to adjust adaptive stim. It was reported that group a had 3 settings for adaptive stim, however group b only had 2 ¿as they couldn¿t get it to adjust, so it felt right for the 3rd setting¿. The patient stated he would call back if he decided he needed to see a physician. It was additionally noted that the patient was a ¿happy customer¿ because the device was really helping. It was reported that before the implant he was taking 30 mg of oxycodone plus additional 20 mg of oxycodone a day and now only sometimes took one 5 mg of oxycodone.